Event description:
During internal development and testing, it was found that the value for the suvbsa measurements in radsuite is too high by a factor of 10. (B)(4).

Manufacturer narrative:
The device was cleared for use with suv calculation by FDA in 12/2005. This issue has existed since the introduction of the calculation. This has never been reported from the field (no related complaints). This issue was discovered during internal testing in a development cycle. There are four pt size factors that may be used to calculate suv and in each case, except for bsa, the calculation is correct. This issue is planned to be corrected in two separate releases currently in development (versions 5.36 and 8.30.6). A product bulletin will also be distributed to all current customers to make them aware of the issue.